Event description:
It was reported that the pt experienced withdrawal symptoms during the weekend of (B)(6) 2010. The pt was seen in the emergency room (ER), and requested to have the pump refilled. The patient's pump was not refilled and the pt was given oral medication to "cover" the symptoms. The pt was instructed to follow-up with the primary physician. No info was provided regarding the type, concentration or dosage of the medication used in the patient's pump. It was further stated that the pt experienced a pump failure in 2009, and ended up in a coma for four days. No further description of the event was provided. The patient's pump, at that time, was then checked and restarted. No further details, pt symptoms or outcome were provided. Additional info was requested, but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).